Event description:
Customer reported a "c" shaped piece of metal fell out of his device where the driver arms are, the arms are flopping and will not stay in place. He did receive an error alarm and did not know how to reprogram his rates.